Manufacturer narrative:
(B)(4). The set has been received but it has not been evaluated yet. A follow up report will be submitted with the results of the investigation once it has been completed.

Event description:
Customer reported lipids leaked from the tubing. The customer did not provide any additional patient or event details. There was no report of patient harm or medical intervention.